Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon mentioned that the knee revision on (B)(6), was a scorpio placed in 2009. The ps post was broken on the base of the liner. He said that there was a lot of wear on the base of the liner. The scorpio was extracted and a triathlon ts was placed.

Manufacturer narrative:
An event regarding a crack/fracture involving an unknown scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
Surgeon mentioned that the knee revision on (B)(6), was a scorpio placed in 2009. The ps post was broken on the base of the liner. He said that there was a lot of wear on the base of the liner. The scorpio was extracted and a triathlon ts was placed.